Event description:
A customer called beckman coulter inc. (Bec) reporting a bloody leak from tubing routed from the coulter lh 750 hematology analyzer to the slidemaker module (aspirated blood sample passes through this tubing). The customer was wearing full personal protective equipment (ppe) at the time of the event. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the leak in the slidemaker sample acquisition module near a valve tee fitting. The leaking tubing and solenoid were replaced. During verification inspection, the fse noted that aspiration errors occurred on full tubes. A bent needle, due to pierce module alignment was corrected and module was realigned. Stripper plate action appeared sluggish and was cleaned and guide shaft was lubricated after which improvement was noted. The root cause for this event can be attributed to the cut in the tubing at the slidemaker sample acquisition module which was replaced by the fse. It is unknown how the cut in the tubing occurred. The bec internal identifier for this event is (B)(4).